Event description:
It was reported during an ablation procedure, a steam pop occurred with the use of the therapy cool flex catheter. The parameters of the stockert generator were 30 watts and 45 degrees celsius. Parameters for the irrigation pump were 14ml/min. The steam pop occurred while ablating in the right isthmus while the generator was delivering power at 23 watts and with a temp reading of 37 degrees celsius. When the pop was noted, the physician stopped burning and waited a few mins before continuing the procedure. No abnormalities were noted with the catheter and the procedure was completed. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned device revealed no anomalies. When deflected, the curve matched the required template. Steering force was tested and the created curve also met specification. The catheter passed the continuity test, the EKG noise level test, over EKG testing, the pressure drop test, the ablation simulation test and the flow rate test. The temperature reading was normal. The catheter tip was investigated under the microscope and no nonconformity was observed. The thermal system was verified with thermocouple/thermistor verifier and it responded without any issue. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.